Event description:
The customer called to report that the paramedics were called this morning due to low blood glucose levels. Troubleshooting was performed. Reviewed the sensor and bolus information, and found that the customer delivered a 3.0 unit bolus at 3:54 am. The customer stated that he delivered the bolused based on the sensor glucose reading. The customer did not check his blood glucose reading prior to delivering the bolus. Found that the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. Found that the insulin pump as working as designed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.